Manufacturer narrative:
The returned device analysis confirmed the reported difficult to open or close associated with the single gripper actuation issue and gripper line break. Positioning failure associated with leaflet capture could not be replicated in a testing environment. The investigation determined that the gripper line break resulting in single gripper actuation issue and positioning failure associated with inability to capture leaflets appears to be related to a potential product issue, therefore an exception (issue) was initiated on 07-mar-2023 for further investigation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and the results of the device analysis, the gripper line break resulting in single gripper actuation issue and positioning failure associated with inability to capture leaflets appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
Subsequent to the previously filed report, additional information was received:the grippers were cycled three times before the issue with gripper actuation occurred. It was also confirmed that no part of the device was left within the patient anatomy. No additional information was provided.

Event description:
This is filed to report a gripper actuation issue and gripper line break. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. There was repeated attempts to capture the leaflet, but it was not possible. On imaging the gripper was not moving. After removing the clip, the grippers were tested again. One of the grippers was still defective and the gripper line appeared to be detached. A replacement was used to complete the procedure without issue, reducing mr to grade 1-2. There was no patient consequences and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.